Manufacturer narrative:
Product code: unk; esubmitter software does not allow for blank or unk entry(expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patients eye and the patient experienced high vault and iop (intraocular pressure), unresponsive to maximum medical therapy. Doctor explanted the lens as he could not reduce the iop adequately. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, tmicl12.6, -15.50/1,0/118, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to transient loss of bcva and angle closure with elevated iop. It was reported that this explant resolved the problem. Cause of event was unknown. H3- device evaluation : lens was returned dry with residue/debris on product, in a specimen cup. Visula inspection found one of the haptic torn and residue and debris on lens. H6- health effect- clinical code 4581: angle closure. H6- work order search: no similar complaint were reported for units within the same lot. Claim#: (B)(4).